Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, the iegm markers appeared to be random and incorrect.